Event description:
It was reported that a spectrum infusion power adaptor was on a pump that had intermittent power when the power cord was moved. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the power adapter that had intermittent power when moved, which was observed during eval. Eval found fractured conductors creating an intermittent open condition that when cords are wiggled the led/vdc function is interrupted. The power cord was replaced to correct the condition.